Event description:
It was reported that the device moved when it was in locked position during surgery on a pt. There was no pt injury. Additional info was requested from the facility.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info.